Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the up and down arrow keypad buttons became less responsive about two weeks ago, and that two days ago there was a tear in the keypad observed near the up arrow button. The reporter stated that on (B)(6) 2012 the patient went swimming with the pump on and there is now an air bubble behind the display screen. There was no reported patient impact associated with this complaint. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. However, this complaint is being reported because the keypad responsiveness issue allegedly occurred prior to the reported damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn and the keypad button symbols were found to be worn. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the keypad buttons were intermittently responsive. There was evidence of contamination found under the key contacts. Unrelated to the complaint, moisture and corrosion was found in the battery compartment.